Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (service code 102) has been confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to a defective j1000 pca connector. The root cause for the defective j1000 connector could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was displaying a service code 102 (charge profile fault).